Event description:
Customer reports back to back testing to a professional meter while using the compact plus sys with results of 89mg/dl on the customer's meter and 36mg/dl on the professional meter. Customer reports having low blood glucose symptoms; was able to consume treatment on her own. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.